Event description:
Blood glucose measured 32 mg/dl at 11:41 am and back to back measured 100 mg/dl at 11:43 am. No actions taken and no treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.